Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular guidewire had perforated the vein. Perforation was confirmed upon the injection of contrast fluid under fluoroscopy. The procedure was aborted. During the postoperative echo, a small amount of liquid was identifiable in the pericardium. The physician suggested the liquid in the pericardium does not raise any concerns. The patient was in stable condition before, during, and after the procedure.